Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl and his blood glucose was treated with an insulin drip. It was stated that the endocrinologist at the hospital checked the insulin pump while the customer was in the hospital and the battery died after the mother had changed the battery two days ago. It was stated that the customer had lost confidence on the device and requested the insulin pump be replaced. No further information was provided.